Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not interrogate a device and was out of specification on uplink functional test; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the right keyboard hinge was broken. White spots were observed on the right side of the display; the display was found out of electrical specification. (B)(4).

Event description:
The programmer was returned for repair. Follow-up attempts were unsuccessful in determining a specific repair request. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.